Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 5.8mm with moderate calcification and mild tortuosity reported. In this case, patient factors (fragile intima, less than adequate access vessel mld, moderate calcification and mild tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliate in (B)(4), during a transfemoral tavr procedure, following the withdrawal of a 16fr expandable sheath (esheath), a femoral artery dissection was observed, requiring surgical repair. During the procedure, vessel access was obtained in the left femoral artery via surgical cutdown. A 16fr dilator and a 16fr esheath were inserted smoothly. A novaflex+ delivery system was inserted without unusual resistance and a 20mm sapien xt valve was successfully deployed. Following valve deployment, the esheath was withdrawn. Digital subtraction angiography (dsa) showed a dissection from the femoral artery to the common iliac artery (cia). A stent was placed in the cia side and surgical repair was performed in the femoral artery side. Vessel patency was confirmed and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.8mm with moderate calcification and mild tortuosity reported. It was perceived that fragile intima or lack of vascular flexibility may have contributed to the vascular complication.